Event description:
It was reported that the spring wire guide (swg) was blocked, then unraveled during withdrawal. As a result, another catheter was used successfully. There was no delay in treatment and no pt complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.